Event description:
Ous MDR. This pacemaker paces in the vvi safety program. The reset function does not work.

Manufacturer narrative:
Ous MDR. The device was thoroughly analyzed and tested upon arrival. The observations based on the complaint were confirmed. The pacemaker stimulated with the following parameters upon receipt: vvi/60 ppm/3.6 v/0.4 ms. The pacing rate upon magnet application was 80 ppm asynchronous. The interrogation was not successful, the programmer displays a re-initialization prompt. After the re-initialization was performed successfully, the pacemaker could be interrogated. Even temporary programs such as the battery/lead telemetry can be executed. After stopping the telemetry program and re-interrogating the pacemaker, the telemetry program fails and the re-intialization prompt displays again. Additional tests through program modifications and storage content analysis localized an error in the cpu in the pacemaker circuitry control. In summary, we want to apologize for the length of time processing and testing the error. During extensive testing, we were able to confirm the behavior that was previously diagnosed at the clinic. The cause of the behavior is a failure in an integrate circuitry of the pacemaker. This is not a production error. This is an isolated incident without a systematic background. Because of the pacing capacity of the device, the pt was not at risk.